Manufacturer narrative:
The insulin pump had currents in specification. No unexpected failed battery test or blank display was noted. The display board was okay. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.

Event description:
Customer reported that they received a failed battery test alarm. Customer replaced the batteries and the insulin pump had a blank display. Customer stated that the blank display did not return with a battery change. Customer's blood glucose reading at the time of the call was 95 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.